Event description:
It was reported that during preparation for a pulmonary vein isolation procedure a farawave pulsed field ablation catheter was selected for use. It was found that the lower portion of the irrigation tube of the catheter was detached from the luer. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. However, the reported allegation is confirmed based on the photo provided. It was confirmed that the flush line connector was detached from the catheter. The "manufacturing deficiency" conclusion code was selected based on the photo provided for analysis.

Event description:
It was reported that during preparation for a pulmonary vein isolation procedure a farawave pulsed field ablation catheter was selected for use. It was found that the lower portion of the irrigation tube of the catheter was detached from the luer. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device has not been returned for laboratory analysis.